Event description:
During a cesarean section procedure, the suture broke. The surgeon used another product. No pt injury was reported.

Manufacturer narrative:
5/14/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.